Event description:
During a scheduled performance inspection, physio-control observed that the device analyzes the simulated ECG rhythm and goes to "check pads" message. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the device failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and found that it was unable to charge and provide defibrillation therapy. Physio determined the cause for the malfunction to be an electrically open high energy storage capacitor. A replacement device was provided to the customer.